Event description:
A medtronic representative reported after taking a successful ap image and 3d spin, the dose report sent to the pacs over the network indicated blank values. They were still able to use the system for navigation; however, that patient's exam had a blank dose report. Rebooting the system after the case resolved the issue. No impact to the patient was reported.

Manufacturer narrative:
The correct FDA product code was provided.

Manufacturer narrative:
The patient weight is not available from the site. Medtronic requested the dose report and error logs for evaluation. The system evaluation is not yet completed.

Manufacturer narrative:
The system was working as designed as the blank dose report was due to the user shutting down the system and then turning it back on (which is their practice after they take the x-ray and then put the system aside). A new dose report will be created when rebooted and a new patient is created which is what happened in this case. Also per the investigation there was no fluoroscopy taken after turning the system back on, this is the reason for the blank dose report. Note- no exposure would result in a blank dose report. After investigation, this would not cause harm to the patient, and would not be reportable as there was no malfunction.